Event description:
Customer reported that the insulin pump alarmed button error and is unable to clear it. Blood glucose value is 194 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump has cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip, minor scratched display window and missing end cap sticker.